Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient experienced insulin flow block event on 04-jul-2025, the blockage was located at the tubing. No further information available.